Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the atrial lead sensing decreased with an increase in capture threshold. A fluoroscopic examination revealed the lead was dislodged. The patient is awaiting a lead revision due to an unstable condition not related to this event or device(s).

Event description:
The atrial lead was repositioned and the issue resolved. The patient was stable following the procedure.